Manufacturer narrative:
Unable to duplicate the alarm, upgraded the software from 2.2.10 to 3.0.3. Performed manufacture's recommended checks and calibrations. Device passed all checks and tests. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: bio-med stated that ventilator was turned on and the device started an ambient alarm while the screen stayed blank. No patient involvement.